Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4) product type: programmer, patient, other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: 00613994925985. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the controller was not working due to error code rm04 and both the controller and rtm got hot so patient was not able to charge the ins. She noticed the controller and rtm were getting a little bit hot about a week or two ago however last night patient stated that it got really hot so she took it off as it was uncomfortable. Patient tried to call manufacturer representative (rep) however patient did not leave a message as the voicemail indicated a different company that he was with and not manufacturer. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they needed to get a replacement part in order to resolve the issue of their recharger heating. No further complications were reported or anticipated.